Event description:
A 20 ga IV catheter placement, lac, 1 site. One attempt with blood draw. Ultrasound positive for complete occlusion left basilic vein. Anticoagulant therapy initiated and resolution without apparent further sequelae.